Event description:
Significant malfunction of a leased ventilator. Facility has been leasing achieva ps ventilators. The achieva ventilator bearing the serial number reported was shipped to facility on july 11, 2002. This ventilator was in use on a patient when it malfunctioned. More specifically, the alarm system for the apnea and low pressure failed to work. The system failed to convert over to apnea parameters. The patient expired following an unsuccessful resuscitation attempt. This ventilator was removed from the expired patient's room and locked in a secure area. Respiratory therapy immediately removed the two other achieva ventilators in service on patients in the facility and replaced the achieva with back-up ventilators. The three ventilators were taken to a certified biomed achieva repair center for inspection and verification of operation. The written inspection results were received on october 18, 2002 and indicated that the ventilators had alarm malfunctions.